Event description:
The customer reported that prior to implant surgery of the syncardia temporary total artificial heart, the companion 2 driver passed the system check. The customer also reported that during implant surgery, while the pt was still on bypass, the right pressure on the companion 2 driver was set at 80 but exhibited zero pressure. The right pressure was increased from 80 to 100, but the companion 2 driver still exhibited zero pressure. The pt was switched to the backup driver without impact. The customer also reported that afterwards, the system check was performed again, and the driver failed the system check. The companion 2 driver will be returned to syncarida for evaluation. The results of the investigation will be provided in a supplemental MDR.